Event description:
It was reported that the maverick2 monorail balloon ruptured as demonstrated by the inability to be purged of air during preparation for the procedure. Another balloon was used to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.